Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. Furthermore, a specific cause for the event could not be conclusively determined. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related issues have been reported at this time. The heartmate 3 lvas IFU, rev. C and the heartmate 3 lvas patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding and neurologic dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of this document, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that post implant, the patient experienced bleeding and right sided deficits. The patient had multiple blood transfusions on (B)(6) 2021. On (B)(6) 2021, the patient was not following commands and there was no movement on right lower extremity. A CT scan was planned and the site continued to monitor the patient. The pump was operating as intended as evidenced by pump parameters within normal limits.